Event description:
It was reported to the covidien territory mgr that a pt was to undergo a radiofrequency ablation (rfa) procedure to treat barrett's esophagus. The pt was prepped and under anesthesia. It was reported that the halo flex generator did not cycle out of the 'self check' mode to 'ready connect catheter'. The case was aborted due to this issue. The pt was reported to be doing fine.

Manufacturer narrative:
Based on the info provided, the condition of the device when received and the investigation performed, the reported failure: generator unable to get past the "self -test in progress" mode, was confirmed. The root cause was found to be a memory allocation issue at power on self-test (CAPA (B)(4)). A new version of software ((B)(4)) corrects this issue. (B)(4).